Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during investigation, the keypad was found to be peeling at the contrast button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, the down arrow and ok keypad buttons were found to be intermittently unresponsive; the contrast button was unresponsive. The up arrow was found to respond appropriately. During evaluation, there was evidence of contamination found under all key contacts. The down arrow contact was found to be inverted and contrast button contact was missing. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Event description:
On (B)(6) 2012, the patient contacted animas, alleging that the up arrow and down arrow keypad buttons were intermittently unresponsive for several weeks. The patient indicated that the rubber keypad was lifting up from both ends. Reportedly, the tactile changes occurred prior to the damage to the keypad. The reporter denied evidence of moisture in the pump. The patient reportedly wore the pump clipped to the waist and cleaned the pump with mild detergent. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.